Event description:
Reporter administers covid-19 routine testing to healthcare facility staff. She received a false positive with the use of the abbott covid-19 rapid test on (B)(6) 2019. Additional pcr test was administered and the result was negative.